Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed using pcr and the results were negative. The employee left work and there was no patient impact otherwise reported. Eua#: (B)(4)

Manufacturer narrative:
The following field was updated due to corrected information: d.4. Medical device lot #: 0217144 was reported, however, this is not a lot# manufactured for this product. H.6. Investigation: this is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number or an incorrect batch number was provided. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. Repeat tests were performed using pcr and the results were negative. The employee left work and there was no patient impact otherwise reported. Eua#: (B)(4).